Manufacturer narrative:
Date of submission 11/07/2017 the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: a review of the pump black box showed that data had been overwritten for the reported temperature event. The current black box showed no evidence of excessive voltage fluctuations. During investigation, the pump was exercised for 24 hours with the user¿s settings with no alarms, overheating, or power loss occurring. The pump electrical current draws were found to be within specification. There was no evidence of moisture in the battery compartment or inside the pump. The power flex and internal components showed no defects . The complaint of a temperature issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.